Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: vaginal assisted total laparoscopic hysterectomy. Event description: hospital name: dr. [Name]. "The surgeon sought to utilize the alexis ces for specimen extraction via the vaginal canal. Following the resection of the uterus, the alexis ces was inserted through the vagina into the abdominal cavity. The vagina was then closed with a pad to facilitate insufflation and to secure the specimen within the bag. The surgeon proceeded to pull on the alexis ces thread in an attempt to extract the specimen. However, due to the size of the specimen, manual morcellation was initiated to reduce its size." "Despite his efforts, the specimen remained somewhat large, prompting the surgeon to apply increased force to remove it. After several minutes of strong pulling, the bag became torn along the seam. The surgeon was able to retrieve the specimen by securing it with an open instrument and continued pulling until it was successfully removed. The surgeon acknowledged that the force applied in an attempt to extract the specimen contributed to the rupture of the bag, but I chose to share this incident for your information and review." Intervention: the surgeon was able to retrieve the specimen by securing it with an open instrument and continued pulling until it was successfully removed. Patient status: no incident

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. Based on the description of the event, it is possible that excessive force exerted on the bag during removal caused the bag to tear. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: vaginal assisted total laparoscopic hysterectomy. Event description: hospital name: dr. [Name]. "The surgeon sought to utilize the alexis ces for specimen extraction via the vaginal canal. Following the resection of the uterus, the alexis ces was inserted through the vagina into the abdominal cavity. The vagina was then closed with a pad to facilitate insufflation and to secure the specimen within the bag. The surgeon proceeded to pull on the alexis ces thread in an attempt to extract the specimen. However, due to the size of the specimen, manual morcellation was initiated to reduce its size." "Despite his efforts, the specimen remained somewhat large, prompting the surgeon to apply increased force to remove it. After several minutes of strong pulling, the bag became torn along the seam. The surgeon was able to retrieve the specimen by securing it with an open instrument and continued pulling until it was successfully removed. The surgeon acknowledged that the force applied in an attempt to extract the specimen contributed to the rupture of the bag, but I chose to share this incident for your information and review." Intervention: the surgeon was able to retrieve the specimen by securing it with an open instrument and continued pulling until it was successfully removed. Patient status: no incident.